Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins exhibited an impedance issue with impedance out of range. The patient was reported to be doing well, and no changes were made to the device at that time. The patient was advised to reprogram around the impedance issue at contact 3 and use contact 2, as there was concern that energy may have not been delivered as programmed. No troubleshooting was performed. The issue was resolved, and no adverse outcomes or injuries were reported. No patient complications have been reported as a result of this event.